Event description:
During an atrial fibrillation procedure, air aspirated from the sheath after the volt catheter was inserted. Aspiration was attempted again with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.